Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. There were no clinically significant delays or adverse patient effects. 10 days post procedure, the patient returned symptomatic with chest tightness and returned reflux. Surgical intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient anatomy/anatomical structure and procedural conditions. The reported angina could not be determined. Angina is a known possible complication associated with mitraclip procedures. The reported serious hospitalization, unexpected medical intervention, and surgical intervention a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.